Manufacturer narrative:
E1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported of the left side device: "rupture". The device was explanted.

Event description:
Healthcare professional reported of the left side device: "rupture". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, d6a, g4, h4, h6.